Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17456. The patient received 2 scs leads with the same lot number. It was reported the patient's scs system is not "working well". Follow-up identified diagnostics showed both low and invalid impedance values for the scs lead. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.